Manufacturer narrative:
Product analysis #(B)(4):the customer report of a screen freeze was duplicated. The sbc board was placed into a test unit and failed post. The six image splash screen was observed during post. The issue can be cleared by power cycling the uut ~100 power cycles.this issue is a known issued caused by the processor u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc pcba's with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure. Refer to: CAPA (B)(4) attachment title "ht70 risk management peer review" pg4,line 2 of summary of main decision's chart.

Event description:
It was reported that, during testing, the screen on a ht70 ventilator froze. The ventilator was not in use on a patient at the time of the reported event. The evaluation and repair will be completed by a non-covidien service provider. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4). The evaluation and repair will be completed by a non-covidien service provider. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, during testing, the screen on a ht70 ventilator froze. The ventilator was not in use on a patient at the time of the reported event.